Manufacturer narrative:
The battery was received by the manufacturer for evaluation and fully tested. Analysis was unable to confirm the reported problem "low voltage." Cr2032 battery is rated at 3.0vdc and measured 3.07vdc. A replacement battery was provided to the customer.

Event description:
A medtronic representative reported that the cmos battery voltage for the system computer was low. There was no patient present when this issue was identified. No additional details were provided.